Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40108r1114) was implanted successfully, reducing mr to grade 1. There was no thrombus observed and activated clotting time (act) was above 250 seconds throughout the procedure. Approximately 24 hours post procedure, the patient suffered a transient ischemic attack on the left side, which improved within a couple days. There was no reported malfunction or the devices and in the physician's opinion, the tia was unrelated to the mitraclip or procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported transient ischemic attack was unable to be determined. The reported patient effect of transient ischemic attack, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.